Event description:
It was reported that the implantable neurostimulators (ins) were implanted after the use before date. Reference manufacturer¿s report number: 3004209178-2014-05547.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type; implantable neurostimulator; product ID 3387s-40, lot# v026844, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v026844, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).